Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. It was stated that the countdown on the screen started automatically, the battery was replaced, but battery out limit alarm was displayed, and after the alarm was cleared, the battery replacement was attempted to be performed again, but the button operation did not work, and esc button could not be used either, so the alarm could not be cleared. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.